Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe was aspirating but was not cutting during a vitrectomy procedure. The issue was resolved by replacing the vitrectomy probe. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
According to the device history record (DHR) reviews, one probe component lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. No further anomalies were identified. No additional investigation is required based on DHR reviews. A complaint lot history examination indicates there was one other complaint for the reported issue. One probe was returned for evaluation. The sample was visually inspected and deemed nonconforming. The needle is bent at approximately 5 degrees. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. No cutting action was present. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when removing the inner cutter from the bent needle. Wear marks were present at the bend area and the cutting edge of the inner cutter. Actuation testing was performed after the disassembly and was then deemed conforming. The complaint evaluation confirms the probe failed to actuate or cut. The root cause for the probe not actuating or cutting was due to the bent needle condition. It appears the mostly likely reason for the failure was from the needle becoming bent from handling during the first 5 minutes of the probe use. A bent needle will cause interference between the inner cutter and outer needle and the probe will stop working. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During this testing, probes are visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).